Event description:
Procedure type: wedge resection. According to the reporter: the surgeon used on the device on a segmentectomy, and there was am air leak. So surgeon used different product: new body and new dlu.

Manufacturer narrative:
(B)(4).